Event description:
It was reported that during use on a patient, the caridosave intra-aortic balloon pump (iabp) generated a fiber optic connection error. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit, and noted that the fiber optic test passed, however, upon review of the iabp log files, several error code #53 were observed. As a precaution, the stm replaced the fiber optic module then completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the caridosave intra-aortic balloon pump (iabp) generated a fiber optic connection error. There was no patient harm, and no adverse event was reported.